Manufacturer narrative:
Received 184pcs 450061/21k01d, 200pcs 450061/21k05d, and 41pcs 450061/21g23c for evaluation. No customer pictures were provided. We have no further inventory of the claimed materials/batches. We forwarded the complaint and customer samples to our supplier from which we receive these products. According to their investigation and comments, manufacturing and inspection records of the concerned materials/batches were reviewed, and no abnormalities could be observed. Retain and customer samples were visually examined. No abnormalities such as damage were found. The rigidity of the needle tubes was tested; all were within the range of standards. The alleged malfunction was not confirmed.

Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. Date of injury: (B)(6) 2022. Greiner bio one 22gx1¼ needle. How injury occurred: completed blood draw, moved to initiate needle safety device, safety needle did not fully engage and needle punctured right index finger. Life threatening? No. Permanent damage? No. Medi/surg intervention? No.

Manufacturer narrative:
(B)(4). We did not receive any samples or more detailed information on the lot number. The incident was reported for investigation to the manufacturer where we purchase the product from, but a response was not yet received. As soon as the investigation is completed, a supplemental report will be filed.